Event description:
It was reported in a scientific article following pts how were implanted with the vns device that a pt developed left vocal cord paresis following implant as well as difficulty breathing while drinking. Follow up one month later showed no improvement in vocal cord mobility and antibiotics administered to the pt resolved the pt's breathing difficulties. Good faith attempts to obtain additional info including pt implant info have been unsuccessful as the author no longer has access to the pt's chart.

Manufacturer narrative:
Laryngopharyngeal dysfunction from the implant vagal nerve stimulator. Zalvan, c, et. Al. Laryngoscope 113. Pp 221 - 225. February 2003.